Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen option cemented femoral component size e right catalog #: 00599401592 lot #: 61927681, nexgen articular surface with locking screw size e f 14mm catalog #: 00599404014 lot #: 61928753, standard all poly patella size 35mm catalog #: 00597206535 lot #: 62197269. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address tibial loosening and pain approximately six (6) months post-operatively. Attempts have been made, however, no additional information is available at this time.